Event description:
It was reported that the patient's aveir leadless pacemakers (lp) had gone into unexpected software reset following external cardioversion. The lps were restored to nominal settings. No further information was received.